Manufacturer narrative:
The getinge service territory manager (stm) that encountered the issue replaced the pim and retest passes. The stm completed all safety, functionality, and calibration checks and all tests passed to factory specifications. The iabp was then released to the customer and cleared for clinical service. The removed pneumatic module assy, rohs was returned to the failure analysis and testing department(fat) for investigation. The failure analysis and testing dept. Installed pneumatic module assy, rohs into the cardiosave test fixture and tested the pneumatic module to factory specifications per procedure and the cardiosave service manual. The fat performed the all manifold test. The pneumatic module passed all tests. The fat could not replicate the failure that the customer experienced of the pim failing the leak test. The pneumatic module passed testing. Retaining the module in the fat per procedure.

Event description:
N/a.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm), the cardiosave intra-aortic balloon pump (iabp) unit fails pim leak test . There was no patient involvement reported.